Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she is not feeling stim as much recently, for the last couple of weeks. The patient states hard to say if she has return of symptoms as she just started her menstrual cycle. She only felt the stim on one program out of the three. Patient states she didn¿t feel stim nor are they helping her however she was unsure. Additional information was received from a consumer on 2018-jun-25. A correction was given that they were only feeling stim on one program out of four. It was reported that the patient noticed that they were having a lot more frequency and urgency with urination. They were waking up during the night and having to urinate 1-2 times. Then they tried to turn up their remote and still felt no stimulation. The patient had an appointment with their healthcare provider on (B)(6) 2018 and had to get their remote reprogrammed. ¿number 3 wasn¿t working on any of the programs.¿ no further patient complications are anticipated or expected as a result of this event.